Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer's blood glucose was 369 mg/dl at the time of hospitalization. The customer's doctor stated that they treated the customer's high blood glucose with manual injections. The customer's doctor stated that the customer was hyperglycemic then took something to eat and took boluses but the blood glucose kept going up. The customer's doctor stated that the customer was wearing the insulin pump at the time of hospitalization. The customer was also advised to disconnect from the insulin pump. The insulin pump will not be returned for analysis.